Manufacturer narrative:
The pad-pak was first installed successfully on the august 2010 and performed to specification up to the 7th september 2014. The device failed a self-test due to a low battery on the 14th september 2014 and remained in fault mode until october 2014, failing each self-test due to a low battery. A fresh pad-pak was installed, the device passed a self-test and performed to specification up to august 2015. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.